Event description:
It was reported that the pump underdelivered, the patient received 63.8 ml out of a total programmed volume of 100 ml. The medication, 5-fluorouracil (5-fu), was infused at a programmed rate of 2.2 ml per hour. The remaining reservoir volume was 0 ml, and the recorded volume delivered was 63.8 ml. The event occurred while the device was in use with a patient. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump under delivered. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.